Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. There was no reported impact to customer's blood glucose level. Reportedly, the customer successfully reloaded the pump and continued insulin therapy. The customer had back up manual injections for insulin therapy.